Manufacturer narrative:
The t:slim g4 user guide states that the maximum cartridge fill amount is 300 units. Do not overfill or ¿top off¿ when filling the cartridge as the additional amount cannot be delivered. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with over 300 units of insulin, and remained static at 105 units of insulin. Due to the customer not monitoring the blood glucose level, the customer's blood glucose level elevated to 300 mg/dl, and was addressed with a correction bolus. The customer declined to perform troubleshooting with tandem technical support.